Event description:
Technician alleged that the head of the bed will not go up or down. No patient impact.

Manufacturer narrative:
The technician replaced the head up and down solenoid valve to resolve the issue.